Manufacturer narrative:
(B)(4). Date sent: 7/17/2025.

Manufacturer narrative:
(B)(4). Date sent 7/8/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient with history of necrotizing pancreatitis and recent surgical gastrocystostomy following a persistent pseudocyst. One week post op. Patient was diagnosed with large volume upper gi bleed without an obvious site identified on endoscopy and was transferred emergently. Patient underwent laparotomy where a significant amount of clot was removed from the stomach and multiple sources of bleeding were identified both in the stomach and retroperitoneum. (3 cm proximal to the pylorus at the cystogastrostomy site and within the proximal peripancreatic tissue area, localized to the complete disruption of a splenic artery pseudoaneurysm). Over 30 units of blood were given two days later, patient underwent laparotomy and abdominal lavage, splenectomy, gastric antrectomy, partial omentectomy with placement of a drain in the pancreatic bed and vac closure. The surgeon noted, ¿decided to perform distal antrectomy to prevent further complications down the road, the tlh-90 stapler was used to divide the antrum. Unfortunately, the stapler did not fire correctly leaving a small defect in the staple line. Moderate amount of bilious gastric contents was suctioned out of the resulting spill. The defect was controlled using a running 3-0 pds suture, which was further carried out to the end of the suture line to reinforce the entire staple line of the antrectomy. The previously placed whipstitch suture line at the proximal end appeared to be intact. Abdomen was irrigated copiously with saline solution, irrigant was suctioned clear and hemostasis achieved. Abdomen was closed temporarily using vac closure¿. 3 days later, patient was brought back to the or for laparotomy with loop gastrojejunostomy and vac closure. The surgeon noted the stomach and small bowel to be edematous and opted to perform a loop gastrojejunostomy rather than a roux-en-y procedure to re-establish continuity. The abdomen was left open due to the edema of the abdominal wall. 3 days later, patient again underwent laparotomy with abdominal lavage, oversewing of a duodenal stump leak, placement of a three-drain irrigation system, and closure with a vac appliance. 3 days later, patient again underwent laparotomy with abdominal lavage, partial closure of fascia, and vac closure. Patient's abdomen was closed 50% and the vac was re-applied. 3 months later, the patient returned to the operating room and underwent a debridement and irrigation of the pancreatic abscess and re-suture of the abdominal wall. No information is available as to patient¿s current condition. It caused or contributed to a serious injury. It caused or contributed to the need for additional medical or surgical intervention. There were patient consequences noted - oversewed staple line.